Event description:
It was reported that functional under sensing and inappropriate shock was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended but the physician opted for no programming changes to be made as this was only a single occurrence. The patient later received a cardioversion procedure. There had been no instances of inappropriate shock since the original event. The physician opted to monitor. The patient was in stable condition.

Manufacturer narrative:
Correction: "serious injury' h1 should have been selected and b1 and b2 should have been selected as well.